Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received a shock. Upon interrogation it was noted that the shock was inappropriately administered due to oversensing of noise. Review of the post-operative x-ray showed the electrode tip was over the left pectoral muscle area. A revision procedure was performed weeks later where the electrode was repositioned and the tip was secured with a suture with a new superior incision. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the electrode was returned severed at 279 mm from the terminal pin. Resistance tests of the returned segment were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the returned portion of the electrode, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that following the revision the patient received additional inappropriate shocks when pressure washing their house. It was also noted that the patient had an infection since the previous lead revision procedure. Subsequently another procedure was performed where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. No additional adverse patient effects were reported.